Event description:
The customer called the philips healthcare call center to order a new battery, reporting that the battery being replaced was exhausted. There was no reported patient involvement or adverse patient impact.

Manufacturer narrative:
(B)(4).